Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 198 mg/dl. Customer stated that the drive support cap is protruded. Customer does not recall pressing the cap while connected. . Customer was advised that the pump will need to be replaced. Customer was advised to follow their medically prescribed backup plan.